Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered possibly inappropriate anti-tachycardia pacing (atp) and an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the arrhythmia was most likely supraventricular tachycardia (svt). During the episode, three atp and one shock were delivered which converted the rhythm to normal. Ts discussed that the device performed as programmed and provided reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this ICD remains in service.